Event description:
E-mail received on 2/8/06 confirmed that the anchor broke and was left embedded in the patient. The break occurred at the eyelet of the anchor. The surgeon abraded the insertion site prior to placement. A delay of 5-10 minutes resulted. A backup device was available. No patient injury or complications took place.